Event description:
It was reported that the dexcom g7 failed to provide readings after insertion and could not pair with the ilet due to the missing pairing code, followed by user-initiated removal of pump tubing and cartridge without a rewind, disconnection from the body, and removal of the infusion set and sensor, after which the user remained off therapy until assistance enabled reconnection and a new g7 pairing; this aligned with an intermittent communication failure involving the electrical/magnetic subsystem and antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet characterized by intermittent communication failure, with involvement of the electrical/magnetic components including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.